Event description:
A (B)(6) female pt contacted zoll customer support to report that when she changed the battery in the monitor, the monitor would not power on past the start-up screen. Pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the monitor would not power on past the start-up screen. Upon eval, the sd card was corrupted. The cause of the inability to power on is the corrupted sd card. The root cause of the corrupted sd card cannot be positively identified. No adverse event resulted from the defective sd card. The pt received a replacement monitor.